Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was unknown, with moderate ketones. Customer consumed fluids and gave an ¿injection¿ to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.